Event description:
According to the medwatch report rec'd, the drill became hot during a decompression laminectomy, medical facetectomy, and foraminotomy. It was also reported by the physician, that a dura tear occurred as a result of the drill malfunction. The tear was sutured. It was further reported that the pt was recovering well post operatively and was discharged.

Manufacturer narrative:
The product was evaluated, and the alleged complaint of overheating could not be duplicated. Investigation results indicate worn internal components.